Manufacturer narrative:
Journal name: cardiovascular revascularization medicine authors: hui wen sim, elizabeth h. Thong, andie h. Djohan, jason z. Chen, joon sin ser, poay huan loh, chi-hang lee, mark y. Chan, adrian f. Low, edgar l. Tay, koo hui chan. Year: 2022. Title of article: long-term clinical outcomes of biodegradable-polymer drug-eluting stents versus second-generation durable-polymer drug-eluting stents for st-segment elevation myocardial infarction reference: doi: 10.1016/j.carrev.2021.04.014. Patient deaths were also included in the results of the journal article, however no causal link suggesting that the medtronic devices used in the patient cohort may have caused or contributed to the deaths was provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article titled - long-term clinical outcomes of biodegradable-polymer drug-eluting stents versus second-generation durable-polymer drug-eluting stents for st-segment elevation myocardial infarction - was submitted for review. This observational study aimed to compare the long-term clinical outcomes of biodegradable polymer drug eluting stents (bp-des) versus second-generation durable polymer drug eluting stent (dp-des) in patients undergoing primary percutaneous coronary intervention (pci) for st-segment elevation myocardial infarction (stemi). The primary outcome was target lesion failure (tlf); defined as a composite of cardiac mortality, target vessel myocardial infarction (mi), or clinically driven target lesion revascularization (tlr). Other outcomes included major adverse cardiac events (mace), defined as the composite of all-cause mortality, any mi, or target vessel revascularization [tvr]), the individual components of tlf and mace, and definite stent thrombosis. Deaths that could not be attributed to another cause were regarded as cardiac death. Among the patients studied 854 were implanted with bp-des and 708 patients with dp-des. In the dp-des group a total of 180 medtronic resolute drug eluting stents were implanted. The patients presented to hospital with various clinical presentations including; new anterior mi, mechanically ventilated, having ventricular tachycardia or ventricular fibrillation, and in cardiogenic shock. At a median follow up of 4.2 years the incidence of tlf was similar between the bp-des and dp-des groups. Tlf rates were mainly driven by the occurrence of cardiac death. Likewise, the incidence of mace and definite stent thrombosis were similar in both groups. There were six definite stent thrombosis in the dp-des group (3 subacute, 3 very-late).